Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the lighting system. While inspecting the unit, the technician found staining and degradation of the lighting system's polymer material, indicating excessive cleaning/disinfecting agent(s) being applied to the lighting system. In addition, the technician confirmed the user facility was utilizing a cleaning/disinfecting agent that has not been approved for use with the unit. The operator manual states (p.1-3), "use only recommended cleaning/disinfecting and/or anti-static agents on this light. Some degree of staining, pitting and/or discoloration could occur if a phenolic-, iodophor- or glutaraldehyde-based disinfectant is used on the surfaces of this lighthead. Also, use of alcohol or aerosol spray cleaner/disinfectants containing a substantial amount of alcohol in the formula can damage the polycarbonate lens". The technician also identified scratches on the light covers indicating the cover had been subject to impact. The operator manual states (p. 1-4), "do not bump lightheads into walls or other equipment". To resolve the issue, the technician installed a new lighting system cover, confirmed the unit to be operating according to specification, and returned the unit to service. The facility's steris account manager informed the facility of the approved cleaning/disinfecting agents as stated in the unit's corresponding operator manual. The facility is now in the process of ordering approved and compatible germicidal wipes. No additional issues have been reported.

Event description:
The user facility reported that during a procedure, the plastic yoke cover of a harmony led surgical lighting system detached and fell onto a patient resulting in a procedure delay. No report of injury; the procedure was completed successfully.